Event description:
It was reported to medtronic minimed that the customer experienced calibration not accepted and sensor off reading and loss of connection. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-7841zn was requested and customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-7040a. Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and a difference in sensor glucose and blood glucose readings, received calibration not accepted alerts and loss of communication between pump and transmitter. The customer blood glucose was 365 mg/dl and sensor glucose value were 150 mg/dl at the time of incident. The event involved product(s) mmt-7841zn, mmt-7040a, unk_ngp, unomedical and mmt-332a. Troubleshooting was not performed for reported hyperglycemia. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_ngp. Product return is not required for mmt-7040a. Mmt-7841zn returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.